Manufacturer narrative:
The alleged event of patient hospitalization was not confirmed. The device was not returned to the manufacturing plant. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient contact reported to technical support during troubleshooting that she was currently in the hospital for an undisclosed reason. Additional information was solicited as to the relationship between the patient's hospitalization and the patient's peritoneal dialysis treatments.